Event description:
It was reported that the tips of the pk dissecting forceps instrument were out of alignment. No surgical procedure was being performed at the time this issue was discovered. No patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a reportable event, however, during internal evaluation of the instrument, engineering discovered evidence that an arcing event may have occurred during a previous surgical procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed that both grips are properly aligned. The instrument passed recognition and engagement testing. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity testing. The customer reported failure mode cannot be duplicated. Engineering also observed that one yaw pulley cover presents a char mark on the outside of the grip base indicating that an arcing event occurred. Some separation can be seen between the yaw pulley and yaw pulley cover at the glue joint. There was no damage observed to the other yaw pulley. No other damage was found.